Manufacturer narrative:
Only applicator and sensor pack were returned. Performed visual inspection on the applicator, no issues were observed. Applicator shows no signs of damage. Applicator was pried open and sharp was inspected under microscope. No evidence of product malfunction was observed. Performed a visual inspection on the sensor pack, no evidence of product malfunction observed, no damage was observed. The reported sensor has not been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The DHR (device history review) for the libre sensor and libre sensor kit were reviewed and the DHR showed the libre sensor and libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the sensor is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported a bent sensor tip when applying an adc freestyle libre sensor and that the sensor tip did not penetrate the skin. Customer reported later obtaining a blood glucose reading of 500 mg/dl on an unspecified device, looking pale and losing consciousness, and injuring their head upon falling. Customer was taken to an emergency room where they received stitches for their injury, in addition to being diagnosed with hyperglycemia and being treated with "2 bags" of saline and insulin intravenously. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a bent sensor tip when applying an adc freestyle libre sensor and that the sensor tip did not penetrate the skin. Customer reported later obtaining a blood glucose reading of 500 mg/dl on an unspecified device, looking pale and losing consciousness, and injuring their head upon falling. Customer was taken to an emergency room where they received stitches for their injury, in addition to being diagnosed with hyperglycemia and being treated with "2 bags" of saline and insulin intravenously. There was no report of death or permanent injury associated with this event.